Manufacturer narrative:
Concomitant medical products: implanted: ddmc3d1 ICD implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture and exhibited high pacing impedance. In addition, noise was able to be produced when the patient raised their left arm overhead and when doing isometric maneuvers. The lead was explanted and replaced. No patient complications have been reported as a result of this event.